Event description:
It was reported that during an gastric sleeve procedure that the device did not work out of package. Tried trouble shooting which still did not work. No staplers were fired. A like device was using to complete the procedure. No buttress used.

Manufacturer narrative:
(B)(4). Date sent: 6/16/2023. Batch #174c71. Additional information was requested and the following was obtained: 1) what troubleshooting steps were taken? We removed and re-installed the battery roughly 7 times. Did the device emit any noises at all when the battery was inserted? The device did make a noise when the battery was initially inserted. Was there any device functionally available? Yes we opened another device and it worked perfectly fine. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No. What is the most current patient health status? Patient is doing fine. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60l device was returned with nozzle damage and with no reload present. During the functional test, the device did not make a noise when the battery was initially inserted. Also, the light on pcb indicated it was receiving power, but no powered function to the device. No conclusion could be reached as to what may have caused the nozzle to be damaged. The damage observed is potentially related to a manufacturing process. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number 174c71, and no non-conformances were identified.